Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Clearance to send the scope to independent laboratory for additional culture testing and ethylene oxide sterilization was requested, however, the customer did not respond and the scope was returned unrepaired without inspection. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00065. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Event description:
It was reported five patients had a positive isolate for mycobacterium chelonae, and the same three endoscopes were used in the patient cases. The issue was identified at an unspecified time after a therapeutic bronchoscopy procedure was completed with the subject device. No patient information was provided. Additional information was requested, but was not available at the time of this report.